Event description:
The customer reports that during a subclavian puncture there was a flow back in the syringe. The needle broke in two during removal.

Manufacturer narrative:
(B)(4). The customer returned one 18 gauge introducer needle. Visual examination confirmed that the hub was separated from the introducer needle. The needle and hub showed signs of use in the form of biological matter. Microscopic examination showed remains of adhesive on the proximal end of the introducer needle. The hub did not have any cracks or deformities and contained no adhesive residue. The inner channel of the returned needle hub measured 0.051" which is within specifications of 0.0510-0.0525" per product drawing. The outer diameter of the needle cannula measured to be 0.05000" which is within specifications of 0.0495-0.0505" per product drawing. The returned needle cannula was able to fit in the hub; however, it was loose and easily removed. A DHR review was completed with no relevant findings. The IFU provided with this kit instructs the user, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate." The report of a broken needle hub with separation from needle was confirmed by visual examination of the returned sample. The needle cannula had completely separated from the needle hub. The returned needle cannula was able to fit in the hub; however, it was loose and easily removed. A device history record review was performed did not reveal any manufacturing related issues. Based on the sample received, manufacturing caused or contributed this event. A non-conformance request has been initiated to further investigate this issue.

Event description:
The customer reports that during a subclavian puncture there was a flow back in the syringe. The needle broke in two during removal.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Additional information requested regarding patient condition. No additional information available at the time of this report.

Event description:
The customer reports that during a subclavian puncture there was a flow back in the syringe. The needle broke in two during removal.